Event description:
Caller reported a cgm error 42 and stated that pump died, leading them to complete a pump reset. There was no adverse impact to the customer's blood glucose level. After the reset, the sensor session was successfully started, and the cgm error code did not appear again.